Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right iliac artery. A 6.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.